Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hypoint ndl25ga5/8in had foreign matter. The following information was provided by the initial reporter: particles observed on needle.

Event description:
It was reported that hypoint ndl25ga5/8in had foreign matter. The following information was provided by the initial reporter: particles observed on needle.

Manufacturer narrative:
H.6. Investigation: based on DHR review, there is no abnormality that may influenced this non-conformance. No returned sample or photos was received. Hence, root cause could not be established and the complaint is unconfirmed